Event description:
A malfunction was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support decided to replace the pump, provided instructions for placing the current pump into storage mode, and advised the customer to use an alternate form of insulin therapy, mdi, until the replacement arrived.